Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead exhibited high pacing threshold and muscle stimulation. Additional information indicated that the stimulation was caused by the phrenic nerve during implantation procedure. Moreover, it was related to patient¿s anatomy. However, during a device changed out, it was considered as a good opportunity to fix the lead. This lv lead was surgically abandoned. No additional adverse patient effects were reported.